Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device ak8725 number, and no non-conformances were identified. Device evaluation summary: two opened samples of product code w9932, lot ak8725 were received for analysis. The complaint sample was not returned for evaluation. During the visual inspection of two samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements. Representative samples returned to support investigation of 3 device issues captured in reports mw #2210968-2019-89682, 2210968-2019-89683, and 2210968-2019-89684. Analysis results have been included in follow up reports for each. The following information was requested, but unavailable: how many devices were involved in this single procedure? Name of procedure?

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts have been made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How many devices were involved in this single procedure? Name of procedure? Note: events reported via mw #2210968-2019-89682, 2210968-2019-89683.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture detached from the needle. There were no adverse patient consequences reported.